Event description:
Sales representative reports during a podiatry procedure the small battery drill locked up and stopped when using a drill bit. No further information was provided.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has not been received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information from received questionnaire.